Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, internal damage to the video connector and a rattling sound occurred due to a broken video connector. The cause of the broken video connector could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegation was confirmed due to a broken video connector. In addition to internal damage to the video connector, the additional evaluation findings are as follows: broken scope mount. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a broken video connector on the hd camera head. The issue occurred during the inspection for use. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that there was internal damage to the video connector (rattling sound). This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.